Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip packaging was found unsealed before use. The following information was provided by the initial reporter: " caller reported syringe pouch was unsealed so they did not use this syringe and disposed of it. Number of occurrences; 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn: 309657. Product lot#: 0010103. Did issue cause any injury? No. Did customer require medical intervention? No".

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch: 0010103 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip packaging was found unsealed before use. The following information was provided by the initial reporter: " caller reported syringe pouch was unsealed so they did not use this syringe and disposed of it. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 0010103. Did issue cause any injury? - no. Did customer require medical intervention? - no."